Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for a implant surgery. During the procedure, the suture sleeve on the newly implanted left ventricular lead had ripped in half. A new suture sleeve was used with medical adhesive to complete the procedure. The patient was stable.